Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the patient was using the controller last night and started to get a slight jab of pain in the leg. Patient pulled the machine up to check it and all it said was 'contact medtronic'. Pt did not know what the message was. From pt's description it appeared it could have been software problem message. The controller then went blank. Had patient take the battery out and plug the controller in the wall. The controller did not power on. Patient confirmed the green light was on the power supply. Patient unplugged and plugged the controller back in. The screen did not come on. Pt saw no damage. A replacement controller was sent out.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6) ubd: , UDI#: h3. Analysis was performed on [product ID: 97745, serial/lot #: (B)(6)] analysis found that the main board was damaged. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.